Event description:
It was reported that a large volume infusor was involved in an underinfusion incident, though the actual flow rate was unknown. The drugs being infused were fluorouracil and saline (non-baxter products). The reporter stated that when the patient visited the hospital two days after the infusion began, it was noticed that solution remained in the device¿s bladder. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14d036 was manufactured on april 24, 2014 to april 25, 2014. The affected device was received for evaluation against the reported condition. Visual inspection and functional flow rate testing were performed on the device. During visual inspection on the device ((B)(4)), it revealed no signs of physical abnormality that could have caused the reported condition. Attempt to reproduce the reported problem was not possible because the manufacturing plant does not have the drug 5-fu in order to accurately reproduce the reported problem. Otherwise, a functional flow rate test was performed on the device. Based on the results, the flow rates were found to be within specification range. Based on the evaluation finding, the reported condition was verified, the cause of the under-infusion rate is unknown. The product did meet product specification and was found to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.